Event description:
It was reported the patient had a revision performed on the day of report. It was noted this was the patient¿s second revision and second infection. It was reported the patient had ¿pick lines and extension wires¿. It was noted that in this revision the patient had the extension wires removed. It was noted the infection was in the pocket site and traveled up to the lead. It was reported the areas was swollen, red and had white lines going through it. Additional information received reported the patient had no infection and underwent extension revision to the new pocket site.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v006937, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2012-(B)(4), explanted: 2014-(B)(6), product type extension, product ID 37744, serial# (B)(4), implanted: 2012-(B)(6), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger, product ID 3708240, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension, product ID 3550-29, lot# n311353, implanted: 2012-(B)(6), product type accessory. (B)(4).